Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after the nurse completed deployment, the physician found it to be extremely difficult to separate the clip assembly from the delivery catheter. Additional information was received on (B)(6) 2012 which revealed that the clip assembly had not been fully exposed from the oversheath prior to performing the deployment steps with the handle. The procedure was completed with the same resolution clip device. No patient complications were reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after the nurse completed deployment, the physician found it to be extremely difficult to separate the clip assembly from the delivery catheter. Additional information was received on (B)(6) 2012 which revealed that the clip assembly had not been fully exposed from the oversheath prior to performing the deployment steps with the handle. The procedure was completed with the same resolution clip device. No patient complications were reported as a result of this event. The patient's condition was reported to be stable following the procedure. Additional information: on (B)(6) 2012, follow-up was received which revealed that the wire popped out at the handle making the clip impossible to detach.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.